Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture, baker grade unknown" "pain".

Event description:
Patient reported a left side capsular contracture, baker grade unknown and pain. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: a flat crease. The weight of the device was within specification. Cloudy gel was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data.

Event description:
Healthcare professional later confirmed left side capsular contracture, baker grade IV. Device was explanted.